Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/25/2020. H.6. Investigation: bd received 36 unused samples, one used samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing sleeve with the incident lot was observed. Additionally, the used customer samples were evaluated by visual examination and the indicated failure mode for missing sleeve with the incident lot was observed and evaluation of 36 unused samples did not show any abnormalities. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the sleeve cover was discovered to be missing with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, translated from japanese to english: blood leakage occurred inside the holder and it was found that there was no rubber sleeve. It seems that the complaint product originally had no sleeve. Background information immediately after establishing a vessel route for a recipient, the hcp inserted the 1st tube into the single-use holder. When inserting the 2nd tube into the holder, blood leakage occurred. At this time, the hcp noticed something wrong. After the completion of blood collection in the 3rd tube, the hcp found that there was no rubber sleeve. There was no sleeve falling around there either.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the sleeve cover was discovered to be missing with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leakage occurred inside the holder and it was found that there was no rubber sleeve. It seems that the complaint product originally had no sleeve. Background information immediately after establishing a vessel route for a recipient, the hcp inserted the 1st tube into the single-use holder. When inserting the 2nd tube into the holder, blood leakage occurred. At this time, the hcp noticed something wrong. After the completion of blood collection in the 3rd tube, the hcp found that there was no rubber sleeve. There was no sleeve falling around there either.